Event description:
It was reported that a user experienced a pairing failure with a freestyle libre 3+ sensor and the ilet bionic pancreas that required re-scanning, followed by successful activation after guided troubleshooting and sensor change. No clinical signs, symptoms, or conditions were reported. Outcomes included user education with restoration of expected sensor pairing and monitoring. User support included remote technical troubleshooting and guidance to repeat pairing steps and activate a replacement sensor. Investigation of this case revealed a resolved communication or pairing issue consistent with transient connection or setup error, with device functionality confirmed after re-pairing. It was concluded, based on previously established findings for similar reports, that user setup or transient connection factors were the probable cause.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.